Event description:
ICD rv(right ventricle) lead extracted due to unstable impedance, suspected fracture. ICD generator replaced due to physician discretion. Implantation of a submuscular medtronic dual-chamber ICD for primary prevention of sudden cardiac death approximately 1.5 years ago. This fall, the patient was found to have multiple nonphysiologic ventricular oversensing (169 sic counts). The patient presented to the clinic and his device was interrogated and it was found that the right ventricular lead impedance was more than 1000 ohms.